Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 45 mg/dl and hyperglycemia with 380 mg/dl. The customer also reported calibration not accepted alert, a significant discrepancy between the sensor glucose and blood glucose values. The hypoglycemia treated with carbohydrate intake and hyperglycemia with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040ma, mmt-332a, mmt-397a, mmt-1884l. Troubleshooting was performed for difference between glucose values. The blood glucose value was 135 mg/dl and sensor glucose value was 217 mg/dl at the time of event. The difference between blood glucose value and sensor glucose value was outside the acceptable range. Troubleshooting could not be performed for hypoglycemia hyperglycemia and sensor alert as the customer declined. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event and it was unknown whether the auto mode feature was active or not at the time of the event. And also customer requested spare battery cap. No further patient complications were reported. No product return is required for mmt-7040ma. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.